Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the device failed to charge batteries while connected to mains and alarmed for 'loss of external power' followed by 'battery low' alarms during ventilation. Additionally, the device alarmed with tf485001. The patient was moved to another ventilator.